Event description:
A customer reported that they were unable to use their freestyle meter as the display screen had frozen. The meter was returned and has been confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Tested returned unit. No manufacturing parameters found out of spec and received with no battery. Voltage could not be recorded as meter would not turn on. Retain batteries gave a voltage of 3.030 v. Did not observe battery icon on booklet icon while strip was inserted. However, uom was selectable and was received at mmol/ls. Error 0204, and 0800 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.